Manufacturer narrative:
Product eval: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: no root cause could be identified by the investigation. No sample was returned. Action taken: investigation has been completed based on current info. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Add'l info was requested on 5/19/2011 and 6/2/2011 by fax and mail. Add'l info was received in a f/u phone call on 5/23/2011. A completed questionnaire has not been received. (B)(4).

Event description:
A surgeon reported, a pt experiencing glare and halos following bilateral intraocular lens (iol) implant surgery. In a f/u phone call with the surgeon's technician, it was reported, the pt is very unhappy with her vision. She is also reporting foggy vision. The surgeon performed a yag laser procedure on both eyes. Add'l info has been requested. There are two medical device reports associated with this event. This report is for the left eye.